Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain/ degenerative disc disease. It was reported that the patient was in pain and dying without the device. Patient stated they lost their recharger (insr) and unable to charge their neurostimulator (ins). It was reported the patient had not charged their ins in a month. Patient stated patient had a patient programmer (pp) somewhere but the patient had so much stuff patient was not sure where the pp was at the time. Pain was reported. Additional information was received from the patient. It was reported that since implant, the patient still has pain. The patient said some days were worse than others. Also since implant, the patient sometimes did not feel stim and if she raised her arms it got the stim going. The patient said she has called local reps and hcps and asked why she didn't feel stim and would feel it when she raised her arms and a rep said it was probably normal. The patient stated they went to the hcp office on (B)(6) 2019 to meet a rep to check the device and make sure it was working right. They took x-rays to make sure everything was fine. After the patient left the hcp office, she walked out and did not feel stim. The patient said somehow the stim got shut off. The patient had to walk with a cane and hang onto rails along the hallways to get to her car. The patient got home and pushed the buttons on the recharger and she could not get the feeling of stim. The patient said both the ins and recharger are fully charged. The patient said all these years she thought the therapy wasn't working that great, but now that stim might be off she realized that it worked really well before because she was "dying" now. The patient turned the recharger on and it showed stim was on. The patient said she did not have a programmer and was never given one. The rep told her she could call to get a replacement and then use the programmer to turn up the stim. No further complications were reported.